Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes. Complaint history review indicated no previous complaints for the part-lot combination. The device was used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided. No devices or photos were received; therefore the condition of the devices is unknown. Review of the device history records for lot code associated with the stem identified no deviations or anomalies in the manufacturing process. The reported device is used for treatment.

Manufacturer narrative:
Notes dated 03/27/2014 confirms that the patient underwent right total hip arthroplasty due to femoral neck necrosis. No complications noted during the surgery. Notes dated 05/20/2014 state that the patient is experiencing persistent pain. Notes dated 08/12/2014 states that the patient fell and their wrist was injured. Notes dated 12/18/2014 confirms that the patient underwent a revision of the right total hip arthroplasty due to suspected stem loosening and low grade infection. Stem was found to be loose and replaced. Microbiology results notes from an unknown date do not clearly indicate any infection. A definitive root cause for the loosening cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised due to inflammation.